Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported an argon gas leak from the system, caused by a defect in the seal of the argon fluoride laser bottle in the unknown timing during lasik procedure.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfiles for the reported event date confirms the reported issue. Several error messages can be seen in the logfiles, hinting at a loss in gas during gas change. Review of the logfiles for the event day does not show any other relevant warning or error messages. The log file shows that no treatments were performed on the reported event date. During an on site visit the field service engineer discovered that the argon fluoride bottle seal was defective. The bottle seal was replaced, and a manual gas fill and change was performed by the field service engineer afterwards without any issues. Field service engineer performed and signed service installation record. The device meets specification. No product was returned for investigation. Reason for the argon fluoride leak was a defective bottle seal. However, without the exchanged part the root cause for the malfunction cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).